Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 400 mg/dl. The customer was treated for the high blood glucose with syringes. The customer stated that they changed the basal rates 4 months prior to the call. The customer discovered a knot in the tubing but did not receive an alarm until the insulin stopped delivering. The customer will contact their health care provider about what may have caused the unexplained high blood glucose. The customer did not want to check for leaks in the insulin pump and declined a high pressure test. The customer mentioned that their blood glucose went as low as 50 mg/dl as well. The customer did not feel any symptoms and was not hospitalized. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.